Manufacturer narrative:
This device is one of four products associated with this event. Please refer to MFR report #9616099-2006-00825, 9616099-2006-00826, & 9616099-2006-00827. This device (lot unknown) is distributed outside the united states; however it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
This male patient had the following medical history: prior CABG, pvd, mitral regurgitation, and hypertension. Coronary angiography revealed the following: 70-90% stenosis in the left main with a timi flow of three, 70-90% stenosis in the proximal left anterior descending (lad) with a timi flow of zero, and 70-90% stenosis in the proximal circumflex (cx) with a timi flow of zero. Aspirin was given before the procedure. A jl4 6f guide catheter and a 0.014 choice extra support guidewire were used for the procedure. A 3.0 x 08 mm cypher stent was implanted in the left main at 16 atm. The lesion was not pre-dilated. No complications were noted. Timi flow of three was observed. A 2.5 x 13 mm cypher stent was then implanted in the proximal lad at 18 atm. No complications were noted. Timi flow of three was observed. A 2.5 x 18 mm cypher stent was implanted in the first septal at 14 atm. The lesion was not pre-dilated. No complications were noted. Timi flow of three was observed. The proximal circumflex was then treated. The lesion was pre-dilated with a 2.0 x 15 mm maverick balloon at 12 atm. A 2.25 x 08 mm cypher stent was implanted at 16 atm. No complications were noted. Timi flow of three was observed. The patient was discharged in good condition. Approximately sixteen months later, the patient died in his home. The death was not witnessed and no autopsy was performed. It is that it was a sudden cardiac event. No additional information is available.